Event description:
The patient was admitted for a procedure in 2008, to treat a lesion in an unknown location. Before implanting a 3.5 x 28 cypher stent at the target lesion, the physician removed the air from the stent delivery system while it was inside the guiding catheter, using a syringe. However, a physician found that the air removed was more than usual. Therefore, he "flushed" the stent delivery system several times and removed the air. Ultimately, the air leakage stopped. Therefore, he implanted the cypher stent and the procedure was successfully completed. The physician commented that he would suspect a shaft abnormality and would like for this to be investigated. Please note that based on the analysis findings, it was noted that there was a shaft leakage at 55cm from the hub.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. While prepping a cypher stent delivery system, the physician "found that the air removed was more than usual". Eventually the air leakage stopped and stent was successfully deployed without patient injury. No unusual device handling was reported. A clinically used 3.5/28mm cypher bx stent delivery system was returned for analysis. No stent was returned. Inflation of the returned catheter with water revealed a shaft leakage 55cm from the hub. This shaft leakage had probably caused the prepping difficulty. Scanning electron microscopy performed on the outer surface of the shaft material revealed evidence of surface abrasions that might have caused the shaft leakage. It appears that these abrasions were caused somewhere during the procedure. A device history record review indicated that this lot of products met all requirements per the applicable manufacturing quality plan. The complaint was confirmed. Review of the available information suggests that procedural factors may have contributed to the event. There are no indications that this complaint is related to the design or manufacture of the device.